Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced minor diaphragmatic stimulation. The right atrial lead exhibited an increase in capture thresholds and far field oversensing. It was noted that the lead was placed low in the atrium and it appeared that the lead sometimes captured in the ventricle. The lead was explanted and replaced successfully. The patient was doing fine post procedure and would be followed normally.